Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Date j&j became aware: (B)(4) 2018. Date of event: (B)(6) 2018. Name of reporter: (B)(6). Hospital name: (B)(6) hospital. Product name: 4.5 expedium final tightener driver x 2. Product code: 2862-10-130 x 2. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? Yes. Was the product being used in a clinical trial? No. Event outcome/how was it managed? Opened the other set to use the instruments from that one. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No, not greater. Has the reporter facility indicated there may be legal action? No. Is the product available for return? They were sent away to be sterilised. Please give a detailed explanation of the event: surgeon was final tightening the screws which is the last important step to securing the screws into position and the drivers were rounded off so unable to grip the screws head.